Event description:
A homemonitoring transmission showed noise on this lead. The patient was brought into the clinic where the noise was able to be reproduced. The patient came back a few days later and the impedance had dropped to about 200 ohms. A lead fracture is suspected. Therapy was turned off for now and the decision was to wait a month and see how the patient does. This lead remains inactively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.